Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('due to remaining device fragments') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), swelling ("swelling"), heavy menstrual bleeding ("excessive bleeding"), pelvic pain ("pelvic pain"), perforation ("organ perforation"), tooth loss ("loss and fragility of teeth"), haematochezia ("blood in stool"), migraine ("daily occipital migraine"), paraesthesia ("daily paraesthesia"), loss of libido ("loss of libido"), alopecia ("hair loss"), abdominal distension ("abdominal distension") and epilepsy ("epilepsy"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2019. The reporter considered abdominal distension, alopecia, device breakage, epilepsy, haematochezia, heavy menstrual bleeding, loss of libido, migraine, paraesthesia, pelvic pain, perforation, swelling and tooth loss to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("due to remaining device fragments") and uterine perforation ("organ perforation") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required), swelling ("swelling"), heavy menstrual bleeding ("excessive bleeding"), pelvic pain ("pelvic pain"), teeth brittle ("fragility of teeth"), tooth loss ("loss of teeth"), haematochezia ("blood in stool"), migraine ("daily occipital migraine"), paraesthesia ("daily paraesthesia"), loss of libido ("loss of libido"), alopecia ("hair loss"), abdominal distension ("abdominal distension") and epilepsy ("epilepsy"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, device breakage, epilepsy, haematochezia, heavy menstrual bleeding, loss of libido, migraine, paraesthesia, pelvic pain, swelling, teeth brittle, tooth loss and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-aug-2022: quality safety evaluation of ptc; event "organ perforation" was amended to uterine perforation which required hysterectomy and upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.